Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the device showed oxygen supply failed message while oxygen supply is connected. No patient involvement reported.